Event description:
It was reported that the procedure was to treat a heavily calcified right tibioperoneal trunk. The 3.0x40mm armada 14 peripheral dilatation balloon catheter was inflated to 12 atmospheres during the inflation; however, ruptured. An unspecified esprit below the knee was implanted and a 4x40mm unspecified armada balloon was used to post dilatate. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.